Manufacturer narrative:
Device did not malfunction during the procedure. The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Ehit was reported on a questionnaire for post markert surveillance. A patient received a procedure for rfa left gsv on (B)(6) 2021. A dvt was noted on the left peroneal on (B)(6) 2021. The d-dimer was noted to be normal at the time of diagnosis. Patient was prescribed eliquis and is due for evaluation in (B)(6).